Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that during the use of the product, water collected inside the pilot balloon and it gradually increased. As internal pressure was unable to be measured, the customer changed the product to another one. He then checked the removed product, but no leakage of air was observed. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. One used decontaminated sample (B)(6) deht blu suctionaid sub-assy was returned for investigation. Customer described that there was a fluid inside inflation system. Tracheostomy tube inflation system is dedicated for inflation of cuff by air. Therefore it shall be perfectly leak proof. There are only two possible reasons for a fluid inside inflation system - inflation system leak (e.g. Fluid can get into inflation system trough cuff tear) or incorrect practice during use which do not respect instructions for use (e.g. Cleaning of inflation system by a fluid/inflation line flushed by a liquid instead of suction line by error/etc.). Under visual inspection the sample appeared to be in good condition. To verify if there is any leak of inflation system we replicated 12 hours inflation test which is done during manufacturing with 100% frequency. It was found that after 12 hours cuff was still fully inflated. Returned device was also submerged in water. No air leak nor fluid inside inflation system was observed. Based on investigation results no fault on returned sample was found. The cause of the reported problem could not be determined.